Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth telemetry loss. No intervention was performed and the patient will be further monitored. Patient condition was unknown.